Manufacturer narrative:
The pump had a scratched case and minor scratches on the display window. The pump also had a flashing white lcd light due to a cracked lcd glass on the lcd board. The pump had scratches on the case, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
Nurse reported that the customer fell of the bicycle and the insulin pump got damaged. It was stated that it has a big crack as well as it keeps on alarming and the screen blinking white and black. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.